Event description:
A customer reported an issue with their pump screen being unresponsive and frozen, preventing interaction. There was no reported adverse impact to the customer's blood glucose level. The customer attempted to reset the pump as instructed by technical support but remained unable to use the touchscreen. The customer agreed to switch to multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.